Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite. The power supply board and motor were replaced but the device continued to not cycle on. A burning smell was observed coming from the power supply. As the error log could not be accessed, the vent will be sent to original equipment manufacturer OEM factory for repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has an oxygen range error. The reporter confirmed that there is no patient involvement associated on this event.